Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high, out of range shock impedance (greater than 200 ohms) for approximately 1 year. A technical service (ts) consultant reviewed device data, and provided recommendations for lead integrity testing, xray imaging, and command sync shocks. The device remains implanted. No adverse patient effects were reported. New information was received, provocative maneuvers were performed which did not reveal any oversensing. The physician advised they will be replacing the device soon due to normal device end of life (eol). The physician recommended replacing with device with an s-ICD. The device remains implanted. No adverse patient effects have been reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high, out of range shock impedance (greater than 200 ohms) for approximately 1 year. A technical service (ts) consultant reviewed device data, and provided recommendations for lead integrity testing, xray imaging, and command sync shocks. The device remains implanted. No adverse patient effects were reported. New information was received, provocative maneuvers were performed which did not reveal any oversensing. The physician advised they will be replacing the device soon due to normal device end of life (eol). The physician recommended replacing with device with an s-ICD. The device remains implanted. No adverse patient effects have been reported.